Event description:
It was reported that prior to implant of the lead the helix was not able to extracted. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. Pinch on tool that was returned with lead was used for testing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.